Event description:
It is reported that the device was implanted in 2006, and that the patient was revised in 2009, due to the locking screw backing out of the articular surface.

Manufacturer narrative:
Information received from a distributor who is not required to complete form 3500a. Evaluation summary: no parts or x-rays were returned, hence no further testing and/or analysis could be done. There is insufficient evidence to identify the failure mode leading to the screw backing out. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.